Event description:
It was reported that the customer had high blood glucose levels of 419 mg/dl. The customer reported that the insulin pump would not turn back on after changing the infusion set of the insulin pump. Troubleshooting was done. The customer reported a weak battery alarm, a low battery alert and a failed battery test alarm from the insulin pump. The customer also reported that the battery compartment of the insulin pump was corroded. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.